Event description:
The carefusion field service representative went on site to perform a preventative maintenance (pm) and found the unit tagged a vent inop. Found multiple transducer fault and motor fault alarms in the units event log. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and found a malfunctioning main board as the cause of the reported event. The carefusion field service representative replaced the main board and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service.